Manufacturer narrative:
Added: d3, d10 (concomitant), g1. Corrected: d1, d4 (serial). Ppae(ischemia/thrombocytopenia/tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: a 68-year-old male with a medical history of hypertension, tobacco use, stage three chronic kidney disease, and newly diagnosed colon cancer with lymph node metastases was admitted after developing chest pain during his first chemotherapy infusion. Electrocardiographic evaluation demonstrated st-segment elevations, and the patient was diagnosed with cardiogenic shock. The clinical team elected to place an impella cp device for hemodynamic support. Coronary angiography performed through right femoral artery access demonstrated no significant coronary artery disease. Pulmonary artery catheterization revealed an elevated end-diastolic pressure of approximately thirty millimeters of mercury. The cardiomyopathy was believed to be chemotherapy-induced. At the time, the patient required two high-dose vasopressor infusions, and lactic acid levels were within normal limits. The impella cp device was successfully implanted following best practices without complication. After device placement, the patient developed tachycardia, and inotropic therapy was withheld. The tachycardia is suspected to be related to suboptimal impella positioning. The patient was stabilized and transferred the following day to a tertiary care center. After transfer, the patient required increased circulatory support and escalating vasopressor therapy due to worsening hemodynamics. The patient was subsequently cannulated for extracorporeal membrane oxygenation support (ECMO).patient received platelets which was likely due to low platelet numbers which could have been caused by the underlying kidney disease. During hospitalization, an emergency fasciotomy was performed due to compartment syndrome attributed to user error in placing the leg immobilizer too tight. On the fourth hospital day, ECMO was discontinued. The impella cp device was later successfully removed on the same day. Follow-up assessment demonstrated recovery of left ventricular function with normalization of ejection fraction. No device malfunction was reported, and all device-related management decisions were based on the patient¿s clinical condition.